Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated that her son's insulin pump is alarming no power. Troubleshooting found that a low battery alert was not received prior to the alarm. The mother indicated that her son was in the hospital due to a fall and the pump was removed at that time. The call was disconnected and no further information was received.